Event description:
Device malfunction: difficulty recovering filter. Time of malfunction: during procedure. Symptoms: none reported. It was reported that during the left internal carotid artery procedure, there was an inability to advance the flex tip recovery catheter. The filter was retrieved with the shapeable tip recovery catheter successfully. No additional information is available.

Manufacturer narrative:
The rx acculink, part # 1011344-30, part # 5122051, referenced in d11, is bing filed under manufacturer report number 3004742046-2006-00289.